Event description:
A customer reported a malfunction with their pump, identified by error code malf 15, which indicated a software error. There was no adverse impact to the customer's blood glucose level, as the level did not exceed 500 mg/dl. Technical support assisted in resetting the pump, and initially, the malfunction code did not recur. However, when it reappeared, technical support decided to replace the pump. The customer was instructed to use mdi as a backup therapy to maintain insulin delivery during the process, and they were guided to return the faulty pump using a pre-paid label within 10 days.